Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.